Manufacturer narrative:
Batch review performed on 28 september 2020: lot 163347: (B)(4) items manufactured and released on 26-jul-2016. Expiration date: 2021-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 166067. Batch review performed on 16 october 2020: lot 166067: (B)(4) items manufactured and released on 11-jan-2017. Expiration date: 2022-01-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: 3.5 years after primary cemented tka mobilization of both component occurs. Judging from the images received, it is conceivable that a problem with cement or cementation occurred, as no residues of cement are visible on either explanted component. Many reasons can affect cement interdigitation with the metal components, such as temperatures (of the or and/or the storage room), timing of application, wet surfaces et others. However, a final conclusion on the causes of this revision cannot be reached. Preliminary investigation performed by r&d project manager: revision surgery after 3 years and 6 months from primary for loosening of the femoral and the tibial component. Looking at the picture of the explanted components, no residual cement can be seen on the distal surface of the tibia tray and the internal surface of the femoral component. This is common findings on explanted components even if the cause for revision is not loosening. So, absence of cement on explanted components is not an evidence of a faulty device. Many other factors (such as bone quality reduction, osteolysis, trauamtic event), could had played a role during time in reducing performances of interdigitation between implant and cement on both tibial and femoral side. No other aspects relevant for the event can be noted on explanted components.

Event description:
Tibial and femoral loosening. The reason is unknown. Revision surgery successfully performed 3 years and 6 months after primary surgery removing femoral and insert components.